Event description:
Jack gallagher reported a physical issue with his pump, which had scratches, wear and tear, and a charging port cover that would fall off. Additionally, the unlock feature required multiple tries to activate. There was no adverse impact to the customer¿s blood glucose level. Jack gallagher chose not to proceed with further troubleshooting, and no further action was required by technical support.